Event description:
The healthcare professional reported injecting a patient with 0.25ml of smooth into the lips. Approximately one month post injection, the patient experienced lumps in lips. The hcp treated the lumps with 2cc of hylenex on (B)(6) 2025.